Manufacturer narrative:
(B)(4). The bag disconnected from the line due to the connection not being tightened enough. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line disconnected because the connection of the heater line to the bag was not tightened enough. The patient disconnected from the set-up. The technical service representative assisted the patient with ending the therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.